Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a stuck button anomaly. Customer's blood glucose was unknown. Customer was able to resolve the issue by removing the battery. Device had also alarmed battery failed alarm. Customer was advised to remove and reinstall the battery cap. Customer was advised to monitor the device. Customer will not be returning the device for analysis.